Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdomen pain, fever and cloudy fluid. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (intraperitoneal, 1 gram start dose, frequency, duration and route not reported), imipenem injection (intraperitoneal, 1 gram, once a day, duration not reported) and amikacin injection (intraperitoneal, 100 milligrams, once a day, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.